Event description:
The user facility reported that the involved tr band didn't remain inflated and appears to have a leak. After 1 hour, it was completely deflated. The event occurred post-treatment. Additional information was received on 02 may 2023: 18mls of air was injected into the tr band, when it was applied. The recovering nurse initially let 2cc's of air out, then another 2 ccs and the band were fully deflated. The device was not manipulated before use in any way. Product was stored in the cath lab on a shelf. Hemostasis was achieved with the tr band at the time of sheath removal. There was no blood loss and no noticeable damage to the band. There was no acknowledgement of patient harm. Patient was stable.

Manufacturer narrative:
Weight: 87.5kg. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: inventory coordinator. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the band or inflator. There is 1.5ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check value. The sample failed leak testing. The sample was placed under microscope to look at the location of the leak. Upon visual inspection there is an incomplete seal around the inflation tube and check valve. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The ops qe was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).